Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the suture was stuck inside the ligator cap and a tool was used to hook the rope. The band was then attempted to be released; however, the band would not deploy. The same issue occurred with the second speedband superview super 7 device. Reportedly, the device was removed from the patient, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.